Manufacturer narrative:
Device is combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in a very tortuous circumflex artery. After a 3.75mm 6fr non-bsc guide catheter was advanced to the lesion and a non-bsc guide wire was crossed, predilation was performed several times and multiple stents were attempted to be advanced but failed. A 2.50 x 24mm synergy ii drug-eluting stent was advanced but failed due to calcification. The physician bent the shaft and it snapped approximately 10 inches from the hub. The device was completely removed and the procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in a very tortuous circumflex artery. After a 3.75mm 6fr non-bsc guide catheter was advanced to the lesion and a non-bsc guide wire was crossed, predilation was performed several times and multiple stents were attempted to be advanced but failed. A 2.50 x 24mm synergy ii drug-eluting stent was advanced but failed due to calcification. The physician bent the shaft and it snapped approximately 10 inches from the hub. The device was completely removed and the procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was stable. Device evaluated by MFR: synergy ii us mr 2.50 x 24mm stent delivery system was returned for analysis in broken into 2 sections. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified a hypotube break 220mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the shaft polymer extrusion no issues. A visual and microscopic examination found tip damage. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is combination product.